Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that a loose hair was inside the sealed primary packaging and found touching the product. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a hair was observed in the sterile packaging of a non-vented high-volume inlet set. There was no patient involvement. No additional information is available.